Event description:
It was reported that the patient alert tripped due to out of range high voltage lead impedances. The right ventricular lead was suspected of a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 2 - patient alerts for hvb-hva lead z > 200 ohms and svc(hvx) lead z > 200 ohms on (B)(6) 2011 03:00:02. Weekly maximum high voltage measurement log data shows varying abrupt increases for max hvb and svc= 96 to 4288 ohms range between (B)(6) 2009 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured and was distorted. Several conductors were distorted. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation was torn, had a white substance, and had cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched. The interior rv leg defib cable fractured at 1.5 cm; exposed coil continuity is complete. Performance data was collected from the device and analyzed. Impedance - high resistance/impedance. Two - patient alerts for hvb-hva lead z > 200 ohms and svc (hvx) lead z > 200 ohms on (B)(6) 2011, 03:00:02. Weekly maximum high voltage measurement log data shows varying abrupt increases for max hvb and svc= 96 to 4288 ohms range between (B)(6) 2009 and (B)(6) 2011.

Event description:
It was reported that the patient alert tripped due to out of range high voltage lead impedances. The right ventricular lead was suspected of a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was additionally reported that after being inactivated, the lead was later on explanted along with other products due to an infection.